Manufacturer narrative:
(B)(4). B5: describe event or problem additional. D10: device availability additional. G4: date received by manufacturer additional. H2: additional information/device evaluation. H3: device evaluated by manufacturer additional. H6: event problem and evaluation method codes additional.

Event description:
It was reported that a "pair new transmitter" message occurred. The product was evaluated. An external visual inspection was performed and passed. A voltage measurement test was performed and passed. A pairing with nordic bluetooth test was performed and passed. A review of the share logs was performed and a pair new transmitter message was not found within the investigation window. The allegation was not confirmed. In addition, an early sensor expiration was found in connection to the reported allegation. The probable cause of the early sensor expiration could not be determined. The reported event of a "pair new transmitter" message is reportable based on the finding of a early sensor expiration. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that a "pair new transmitter" message occurred. Data was evaluated and the allegation was not confirmed. The probable cause could not be determined as the allegation was not found. In addition, an early sensor expiration was found in connection to the reported allegation. The probable cause of the early sensor expiration could not be determined. The reported event of a "pair new transmitter" message is reportable based on the finding of a early sensor expiration. No injury or medical intervention was reported.